Event description:
The perforator failed to stop after it had gone through the cranium and could have hit the brain if it had not deflected from the bone.the perforator appeared to have been loaded incorrectly and yet the drill continued to spin. Able to recreate the problem when reseated incorrectly. The c-clamp frame was not noticed to have any fractures before procedure.the manufacturer will interrogate the instrument.